Event description:
It was reported that a weakened area with suspected indentation was observed at the 39-41.5 cm mark of a newly unpacked PICC catheter. Discovered during initial flushing and priming of the catheter at the time of clinical placement; difficult to detect during pre-flushing of the newly removed catheter. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a localized material necking of a groshong catheter shaft. The observed damage appeared to have been noticed before catheter insertion, and no obvious use residue was observed. No additional details of the material necking in the catheter in the returned video could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. There were two reported occurrences of this issue. However, only one video was returned. The second instance was determined to be inconclusive as the implicated product sample would be required to confirm the event and assess the potential root cause. This complaint will be recorded for future trending and monitoring purposes.